Event description:
Patient reported trouble registering cartridge, requiring multiple attempts, and pump failed to read correct insulin amount. There was no adverse impact to the customer¿s blood glucose level. Patient declined support from technical customer service.